Manufacturer narrative:
(B)(4).

Event description:
It was reported that intermittent non-sustained lead noise was observed through merlin.net transmission follow-up. Patient was called in clinic for further testing. Patient was asymptomatic. Noise was reproducible in clinic. Number of intervals for detection was increased and lead replacement was planned.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
New information received notes that the lead was explanted and replaced successfully. Patient was stable post-procedure and will be monitored with routine follow-up.